Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and shifted end cap sticker. The insulin pump was returned without a battery cap unable to confirm complaint.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that the pump was working again, and was wondering what may have caused the issue initially. Advised the customer of the possible issues, but advised that the exact cause could not be determined over the phone. Advised that the pump would need to be tested. The customer also asked about the newest model pump, and information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level was 156mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.